Event description:
The customer stated that she received a blood glucose reading of 85 mg/dl. She tested on another meter and received a reading of 187 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Normal control solution was to be sent to the customer to finish troubleshooting as needed. No product will be returned at this time.